Event description:
Healthcare professional reported "retroareolar cyst in both breasts," "right breast prosthesis with slightly wavy contours with liquid in small to moderate volume inside,", "fluid around the right breast prosthesis¿, ¿hardening, with deformity and pain and grade IV contracture¿. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Cyst: unable to observe as it is a medical event not related to the device. Wrinkling: crease flat observed on the device. Seroma-late: unable to observe as it is a medical event not related to the device. Additional observations: no other observations observed.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, and seroma-late. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "retroareolar cyst in both breasts," "right breast prosthesis with slightly wavy contours with liquid in small to moderate volume inside," and "fluid around the right breast prosthesis." The device remains implanted. This record is for the right side.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported patient with right breast hardening, with deformity and pain and grade IV contracture